Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer reported symptoms of a skin infection including "swollen lump" and had contact with a healthcare professional (hcp) who prescribed the customer antibiotics. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch or adhesive. Therefore, this issues is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.